Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -9.50/4.0/086 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os). The patient experienced low vault . Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).